Manufacturer narrative:
A field service engineer was dispatched to evaluate the sterrad unit. The fse reported the vacuum pump filter was replaced to resolve the reported vapor/haze issue. The unit was restored to working order and confirmed to meet specifications on 4/12/2017. The device history record (DHR) was reviewed for the sterrad® unit; no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
A customer reported an event of "vapor" emitting from the sterrad® 100s sterilizer. The customer was advised to turn off unit and clear area. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump filter was returned and tested. The vacuum pump filter completed the cycle with no problems or errors. No smoke or mist was present. The reason for the return of the vacuum pump filter could not be confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump filter and catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.